Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient had been asking to have their stimulation adjusted at least 3-4 times a week; caller stated they can't find a comfortable level for the patient. Caller stated one day they put the stimulation on 0 and left it like that for 2 days and then they increased all the way up to 8 and kept it there for two days. Caller stated they then adjusted to 3 or 4 and none of those were comfortable for patient. Caller stated it's always their legs and not their back. Agent provided nas and the caller was redirected to manufacturer representative (rep) and healthcare provider to further address. Caller commented that rep had told them they would come to the facility for adjustments; caller could not recall name of rep. Agent attempted reaching the caller back to confirm event date; however, caller is a caretaker at the patient's nursing home and agent was unable to reach them as call was disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The issue resolved after contacting technical services.